Event description:
I have recently explanted my third set of breast implants on (B)(6) 2024 after many years of debilitating health issues. I have seen countless doctors, submitted blood tests, and had extensive imaging done on my body with doctors not having any idea what is wrong with me. In (B)(6) 2022 I started to have vision issues in my right eye and have since had many operations. I have not been able to work since (B)(6) 2023 due to extreme fatigue, brain fog, and other issues. Current blood tests show high prolactin, low thyroid function, low hormones and high rheumatoid factor. My body is having an immune response and I believe it is due to the implants I have had in my body since 2017. Initially, my health issues were somewhat minor and for years I looked for every other reason for why I could be sick. It was not until my health really started to deteriorate in the last couple years when I discovered breast implant illness. I hope that you will take these stories seriously as it has made a terrible impact on my life. I did not want my implants to be the problem, but I know that they were. I most recently had the mentor memory gel siltex breast implant. Had I been informed of the risks of bii(breast implant illness) I would not have moved forward with these surgeries. No information of this kind was given to me at the time of my consultations. Due to my inability to work I have since sold my home and moved out of the country in order to afford living and complete my health tests. My surgeon is sending my tissue in for testing this week, but I have all the blood work, MRI, and medical documentation at my disposal. Reference report: mw5152197, mw5152198, mw5152199, mw5152201 and mw5152202.